Event description:
On (B)(6) 2026, the surgeon used this device during an open parastomal hernia repair, securing the mesh with trans fascial sutures. The surgeon later reported that, following implantation, the patient developed a seroma that became encapsulated within the mesh, causing an obstruction at the stoma site. Due to this obstruction, the surgeon returned to the operating room approximately two weeks postoperatively (around on (B)(6) 2026) and removed the gore® synecor intraperitoneal biomaterial mesh. Bard¿s phasix st was implanted during the subsequent procedure, which also resulted in an unknown postoperative complication. Reportedly, there was no mechanical issue as in failure or fracturing of the mesh and no drains were used. There was no binder used post operatively as the surgeon noted the patient was in a hospital bed for days after procedure and movement was limited.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. H3: an engineering evaluation could not be performed as the device was not returned to gore. H6: code b13: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. The instructions for use (IFU) for the gore® synecor intraperitoneal biomaterial state: possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery.¿many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.